Event description:
It was reported that there was a cardiac perforation. It was also reported that there was pacing and sensing failure. The perforation was repaired and the lead in no longer in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.